Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be due to procedural conditions and the recurrent mr was a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. The reported poor image resolution was associated with difficulty imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient was presented with grade 4 degenerative mitral regurgitation (mr) and calcified valve. Difficulty in imaging was encountered. One mitraclip xtw(cds0706xtw; 40916a1065) was implanted. The mr was reduced to grade 3+. An attempt was made to implant ntw (cds0706ntw; 40801a1073)clip to treat residual mr. During grasping the leaflets with ntw clip, the clip caused the leaflets to flail and it lead to increase in mr to grade 4+. The ntw clip was removed from the anatomy. The xt (cds0706xt; 41022r1092)clip was chosen to treat the flail leaflets and increased mr. The xt clip was unable to grasp calcified leaflets and hence was removed from the anatomy. The patient was kept on balloon pump due to low blood pressure caused due to mitraclip procedure. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was presented with grade 4 degenerative mitral regurgitation (mr) and calcified valve. Difficulty in imaging was encountered. One mitraclip xtw (cds0706xtw; 40916a1065) was implanted. The mr was reduced to grade 3+. An attempt was made to implant ntw (cds0706ntw; 40801a1073) clip to treat residual mr. During grasping the leaflets with ntw clip, the clip caused the leaflets to flail and it lead to increase in mr to grade 4+. The ntw clip was removed from the anatomy. The xt (cds0706xt; 41022r1092)clip was chosen to treat the flail leaflets and increased mr. The xt clip was unable to grasp calcified leaflets and hence was removed from the anatomy. The patient was kept on balloon pump due to low blood pressure caused due to mitraclip procedure. The mr remained unchanged post procedure. There was no clinically significant delay. No additional information was provided.